Manufacturer narrative:
Additional information was provided in d.4., h.11. Correction information provided in h.6. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100percentage assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. T was indicated the lenses were to be explanted. Due diligence has been performed in an attempt to obtain further information on this event. The reporter and surgeon have not responded to requests for follow up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced major issues with lights (stars, circles), negative dysphotopsia (nd), astigmatism not being corrected, extreme dryness, loss of sharpness at long distances, halos, glare, and stars. In the last appointment with the surgeon, it was revealed that there was a breakdown in the material of the lens, described as dots or bubbles, causing vision issues for the patient. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.